Manufacturer narrative:
Bleeding, cva and death are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. The root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery.

Event description:
The patient was on the way to his office as he had a disturbance in speech. He came to the emergency room and after the computed tomography shows a cap in the carotis. The hospital decided a chirurgical intervention. In course of the operation the surgeon observed a pupil difference and recommended a neurochirurgical intervention. The bleeding was to heavy that the hospital limited the therapy and after discussion with the heart surgeons they stopped the therapy. The patient died on (B)(6) 2016. The vad coordinator from the implant center indicated that the pumps works in normal range all the time and had no relation to the cause of death.